Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B) (4).

Event description:
A physician reported a pt was feeling "significant discomfort" during the procedure in spite of receiving a paracervical block with approx 25 cc of 1% lidocaine with epinephrine, oral valium (diazepam) dose unk, toradol (ketorolac tromethamine) dose and route unk. She became unresponsive approx 45 seconds into the ablation, had "no respiratory effort" and her pulse was barely palpable. The procedure was stopped and with verbal stimulation she began spontaneous breathing, pulse went to 40 beats per minute, and she "had a normal blood pressure". This episode lasted approx 20 seconds. After 2-3 hours in the recovery room the pt was discharged home. The pt was seen by the physician for a follow-up visit and he reported the pt is doing "fine".